Manufacturer narrative:
Additional contact info: (B)(6), (B)(6) medical center, (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump under delivered. It was reported that the patient's pump stopped working with 64 cc remaining. No adverse patient effects were reported.